Event description:
Patient was revised. It was noticed a very small amount of synovitis around the hip capsule. The cup remained in place and competitor head was used. Update: (B)(4) 2012 - the sales rep has reported the revision of the acetabular cup. Revision was due to infection.

Event description:
Patient was revised. It was noticed a very small amount of synovitis around the hip capsule. The cup remained in place and competitor head was used.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Patient was revised. It was noticed a very small amount of synovitis around the hip capsule. The cup remained in place and competitor head was used. Update: 7/24/2012 - the sales rep has reported the revision of the acetabular cup. Revision was due to infection. Update 09/17/2012 - patient's operative notes were received from first revision. Updated date of revision. Update (B)(6) 2013 - litigation received (B)(4) 2012. Complaint changed to legal. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. Update 5/31/2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.